Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a hip surgery procedure on (B)(6) 2010 and suture was used. The surgeon had sutured around the tissue twice and tied two knots during skin closure. The knots then loosened when applying the dressings. The surgeon then re-closed the wound.